Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6), the patient was implanted with an adjustable pressure shunt due to hydrocephalus. On (B)(6) 2020, the patient developed epilepsy at night and went to the emergency department of a hospital for a CT examination. It was found the patient had hydrocephalus. The doctor said it was necessary to lower the pressure level. The patient was currently at home with symptoms of hydronephrosis. Additional information received reported that on (B)(6) 2020, the patient was regulated by the distributor under the guidance of the clinicians in the hospital. The pressure was adjusted from 1.5 to 1.0. Currently, the patient had no adverse reactions and was in good condition.